Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implanted cardiac resynchronization therapy pacemaker (crt-p) had to be "shocked back to l ife and or back in place to work properly." The device is still in use. No patient complications have been reported as a result of this event.